Event description:
It was reported that a patient received inappropriate shocks due to oversensing. Decreased r-wave amplitude was noted through remote transmission. Lead dislodgement was noted. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.